Event description:
It was reported that the left ventricular (lv) lead experienced high, out of range impedance and the patient was symptomatic. The lv lead was programmed off and a lead revision was discussed. The physician cancelled the revision and the lead was reprogrammed to unipolar and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead, (B)(6) 2013. A ilxc1818115 stent graft, (B)(6) 2006. A bfxc2615165 stent graft, (B)(6) 2006. (B)(4).